Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to an unspecified product performance issue. No additional adverse patient effects were reported, and product return was requested.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. The local area field representative was contacted for additional information regarding event cause and product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. The local area field representative was contacted for additional information regarding event cause and product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to an unspecified product performance issue. No additional adverse patient effects were reported, and product return was requested. Additional information received reported that this ra lead was explanted and replaced due to magnetic resonance imaging (MRI) compatibility. No additional adverse patient effects were reported. Product return will be handled by the explanting facility.